Event description:
Lift ram was fully extended. Lift shaft cap disengaged from the shaft of the unit which caused ram failure. Resident was being lifted off the toilet when lift failed; resident went back down on the toilet seat. No apparent injuries.